Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found. (B)(4).

Event description:
It was reported that the device system was explanted due to infection. The patient had no complications following the procedure.